Event description:
Customer reported a past low blood glucose event with an unknown cause, occurring earlier in the day. The lowest blood glucose level reported was 40 mg/dl, which was managed by consuming carbohydrates. Control-iq feature was active at the time, and customer did not need third-party assistance. Technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose, and the customer acknowledged this advice.